Event description:
A ge field engineer discovered during preventative maintenance that the tilt-c image intensifier bell drive on the system broke, resulting in the image intensifier dropping to its mechanical stop. There was neither injury reported nor pt involvement. The concern is that a serious injury could result if this were to recur with a pt on the table.

Manufacturer narrative:
The tilt-c preventative maintenance manual includes instruction to check the image intensifier drive assembly. This also includes a check of all the drive belts. The ge field engineer replaced the belts and returned the product back to service.